Event description:
The facility representative reported a constant occlusion alarm during a patient infusion. It is unknown if there were any reports of injury or medical intervention. Baxter has made attempts to collect additional information from the customer. No additional information is available at this time.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.